Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that black shedding was observed upon loading the device over the guidewire. A 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for use in an atherectomy procedure in the superficial femoral vein (sfv). During preparation, the jetstream device was being loaded over the guidewire when it was noted that the outer layer has black shedding in the front of the catheter near the drill bit. A jestream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status is stable. Device evaluated by mfg: the device and the catheter shaft were checked for damage. The device showed no damage. Visual and microscopic analysis was completed and no outer layer issues were noticed on the shaft. Product analysis tested the device and the device functioned as designed with no issues or errors. Inspection of the remainder of the device, revealed no other damage or irregularities.